Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have had all kinds of problems ever since they had an MRI several weeks ago. The patient stated that the MRI tech didn't know anything about the ins so they brought "another lady" in to assist them. The patient knew the ins was turned off prior to the MRI, but they could not confirm if MRI mode was activated. The patent said they were hurting bad after the MRI and couldn't get off the table, noting that the MRI tech pulled them up really fast and the patient thought they were going to die because it hurt so bad. The MRI facility was too busy to help the patient return the ins to its normal settings, so the patient told the MRI facility they could probably do it on their own. When the patient checked the ins settings, they noticed it was on a different program than it was before the MRI, and they weren't sure how that happened. It was unclear if the patient's ins remained off until they spoke with patient services today. The patient experienced a myriad of symptoms since they had their MRI, which included some paralysis. The patient noted that a couple of times the paralysis had been over their whole body, which included their stomach, toes, legs, feet, upper thighs, hands, and upper arm. This past saturday and the saturday before that the patient was going toward their car and it felt like they were walking on the inside of their feet because their feet turned in and their hands were paralyzed. The patient said their hands were constricting and they couldn't move them. The patient tried to turn their hands around to get some feeling and motion back, but both of their hands were all twisted up and it scared them. The patient added that their left hip started hurting so bad they couldn't even sleep at night because they couldn't turn their body over due to it hurting bad. The patient was under the impression that all of these symptoms were related to an issue with the ins settings. The patient reported these symptoms to their managing hcp, and they redirected the patient to medtronic. During the call, the patient connected to the ins and noticed program 3 was active. The patient thought they were on program 2 prior to the MRI, so they weren't sure why program 3 was active. The patient suddenly reported feeling a tingling on the inside of their bladder that kind of hurt, and they confirmed therapy was turned on with amplitude at 1.3. The patient decided to change to a different program, so they changed to program 1 and confirmed they felt comfortable stimulation in the bicycle seat area. The patient will maintain settings and monitor symptoms. The patient was advised to follow up with their hcp if symptoms persist.